Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between the peritonitis event and the use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. Although no information was provided related to culture results, the pdrn stated the suspected cause of the peritonitis was due to patient¿s lack of proper pd technique due to increasing weakness. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the available information and no allegation or evidence of a defect the liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized with peritonitis. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2024 due to cloudy pd effluent and diarrhea. Pd effluent samples were obtained and sent for culture and sensitivity testing. The patient was diagnosed with peritonitis and initiated on antibiotics with intraperitoneal (ip) ceftazidime 1g daily. The patient was subsequently admitted to the hospital on (B)(6) (date not confirmed). The patient¿s white blood cell count was 662. The final culture results were pending. The suspected cause of the peritonitis is the patient¿s increased weakness interfering with proper pd technique. The patient remains hospitalized. No additional information was available.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized with peritonitis. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2024 due to cloudy pd effluent and diarrhea. Pd effluent samples were obtained and sent for culture and sensitivity testing. The patient was diagnosed with peritonitis and initiated on antibiotics with intraperitoneal (ip) ceftazidime 1g daily. The patient was subsequently admitted to the hospital on (B)(6) (date not confirmed). The patient¿s white blood cell count was 662. The final culture results were pending. The suspected cause of the peritonitis is the patient¿s increased weakness interfering with proper pd technique. The patient remains hospitalized. No additional information was available.